Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump touch screen was "frozen" and the customer was unable to clear it. Tandem technical support (cts) assisted the customer with clearing the screen. Blood glucose was not impacted.